Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. Resistance during advancement resulting in tip damage, difficulty removing, and material separation can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The investigation determined that the reported resistance during advancement, tip damage, difficulty removing and material separation of the barewire tip resulting in unexpected medical intervention to retrieve the separated tip appears to be related to circumstances of the procedure. Based on the reported information, it is likely that the resistance during advancement was due to anatomical conditions. Additionally, it is likely that while advancing against resistance, the tip became stuck causing damage and difficulty removing ultimately resulting in tip separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1 correction: brand name updated d2a correction: common device name updated d3 correction: name, address updated d4 correction: lot number updated from 3032861 to unknown d4 correction: primary UDI number updated to (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation determined that the reported resistance during advancement, tip damage, difficulty removing and material separation of the barewire tip resulting in unexpected medical intervention to retrieve the separated tip appears to be related to circumstances of the procedure. Based on the reported information, it is likely that the resistance during advancement was due to anatomical conditions. Additionally, it is likely that while advancing against resistance, the tip became stuck causing damage and difficulty removing ultimately resulting in tip separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the common and internal carotid artery. The emboshield nav 6 embolic protection system (eps) was attempted to be used in a procedure; however, resistance was noted during advancement due to the anatomy and the tip of the barewire became bent. Therefore, the eps was removed and during removal the tip became stuck with the sheath and separated. The tip was able to be captured with a balloon inside the catheter and the catheter, sheath and tip of the barewire were removed for the patient. There was no adverse patient sequela. No additional information was provided.